Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted the following day.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evolutfx-2329 product serial/lot number: (B)(6); implant date: na; explant date: na. Product ID: l-evolutfx-2329product serial/lot number: (B)(6); implant date: na; explant date: na. Product ID: l-evolutfx-2329 product serial/lot number: (b)(6; implant date: na explant date: na. Product ID: d-evolutfx-2329 product serial/lot number: (B)(6) ; implant date: na explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation in the right femoral artery, an approximately 2 inch long strand/fiber of an unknown origin was observed floating in the basin of the delivery system prior to loading the valve. The compression loading system (cls) and delivery catheter system (dcs) were not used and were replaced. The patient experienced complete heart block (chb) when the non-medtronic guidewire crossed the aortic valve. A temporary transvenous pacemaker was inserted and a pre-dilation was performed with a 18 mm non-medtronic balloon. The valve was deployed at a depth of 5 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc) using a 2 cusp view and commissural alignment was obtained. Mild paravalvular leak (pvl) was noted. The patient remained in complete heart block at the end of the case and will be assessed for pacemaker placement. The patient was considered at high risk for needing a pacemaker due to pre-existing right bundle branch block.